Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen, not powering on and went offline on remote support service. Customer was in the middle of filling a controlled substance when an error pop-up appeared stating "ac power lost" and the station shut down suddenly. Customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device. The system functioned as intended when the field service engineer investigated the issue.